Event description:
Patient suffering pes bursitis.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - oxf twin peg cmntls fmrl sm , item 161473, lot r2407039a; therapy date - remains implanted; oxford cementless tibia b rm, item us166573, lot r3050466a; therapy date - remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01282 and 3002806535-2018-01284.

Event description:
Patient suffering pes bursitis.